Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the system required an update. The technician updated the system, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that there idss custom room rack system outputs errors when attempting to remove large sets of data. No report of injury.